Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported the patient was having an MRI due to a broken catheter according to the charts. The hcp reported the patient had an accident when he was feeding his horses and felt like something tore. The hcp stated another hcp did not believe it was an issue with the pump or catheter since the patient was still getting relief. No patient symptoms/complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the MRI was done to assess discitis, not assess catheter fracture. No actions/interventions were taken. The issue was resolved at the time of the report. The patient¿s weight was unknown.